Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. The clamp motor was cleaned and greased and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). The reported error could be reproduced. The customer ordered a new clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm gave "arterial clamp defective" error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: taking into account that the issue was solved by cleaning, assembling and reassembling the clamp, based on the investigation performed for similar cases, it cannot be ruled out that the reported event was caused by a mechanical jamming of the motor due to misalignment or presence of foreign bodies.

Event description:
See initial report.